Manufacturer narrative:
Event date: week of (B)(6) 2011. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the console was tested using the gold test foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode and in turbine mode was tested. The speed was set to and maintained normal operational speeds. Turbine mode was fully functional (not stuck at 230 rpm) and did not exhibit any speed fluctuations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As the console functioned properly the root cause is not confirmed. (B)(4).

Event description:
It was reported that in preparation for a rotational atherectomy treatment procedure, speed issues occurred. During platforming of the rotablator console outside of the patient, the speed could not be decreased from 230,000 rpms. The issue was resolved with turning off the console, and the procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that in preparation for a rotational atherectomy treatment procedure, speed issues occurred. During platforming of the rotablator console outside of the patient, the speed could not be decreased from 230,000 rpms. The issue was resolved with turning off the console, and the procedure was completed with this device. No patient complications were reported.